Event description:
It was reported that the patient was asymptomatic. It was noted during a follow up in clinic that non sustained right ventricular oversensing (nsrvo) was observed after ventricular pacing on the right ventricular (rv) lead. The oversensing appeared to be post paced t wave oversensing. Programming changes were to be made at the patient's next follow up in clinic. The patient was stable.